Manufacturer narrative:
According to a phone conversation between the chief technology officer and the attending neurosurgeon (dr. (B)(6), dr. (B)(6) proceeded to implant each of the three tiles as he thought the strands were still anchored in the base piece and further secured those tiles with surgicel. He did not have concerns about the placement or adherence and confirmed that a scan on (B)(6) 2023 did not show anything of concern. No adverse event has been reported.

Event description:
During the implantation of order: (B)(4) at (B)(6) hospital, three of fourteen tiles demonstrated partial delamination of the top (i.e. Smooth) layer of collagen.